Manufacturer narrative:
The t:slim g4 cartridge user guide indicates that humalog has been tested up to 48 hours. Replace the cartridge every 48 hours if using humalog. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level was 419 mg/dl at its highest and insulin injections were administered to address the bg level. The cause of the past occlusions could not be determined and as the present cartridge had been used for 4 days with humalog insulin, a pump system check was performed using a new cartridge. The pump functioned as expected and insulin delivery was resumed.